Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), duplicate barcode sequence numbers have been identified on more than one vial. The customer indicated two vials were labeled with the same accession number, on vial was reported as negative and the other was not reported in time. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: catalog 442023, batch no. 3051701. The customer was noticed two vials were labeled on the same accession number. One was automatically reported as negative, and the other was not reported in time. It was not found in epicenter but when searching on bottle ID, it was found on a different sample type. Both samples had been taken within a short time interval and had the same bottle ID on the referral. Bd was unable to reproduce the customer¿s experience with bactec product. Quality control department performed a visual inspection and an instrument vial entry test to all retention samples (bactec fx instrument). Barcode sequence numbers were not repeated during the retention samples evaluation. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), duplicate barcode sequence numbers have been identified on more than one vial. The customer indicated two vials were labeled with the same accession number, on vial was reported as negative and the other was not reported in time. No patient impact reported.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), a bottle had the same barcode sequence number as a different vial. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), a bottle had the same barcode sequence number as a different vial. There was no report of patient impact.